Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient had a percutaneous endoscopic gastrosto jejunostomy (peg/j) tube placed. On (B)(6) 2016, it was reported that the patient experienced lack of effect. On (B)(6) 2016, a fluoroscopy done showed the tubing was knotted.